Event description:
On 02/16/2000, the MFR received medwatch report# 360095-2000-0002 via a fax from the facility that states the following: this is a pt with a history of breast cancer who had a device placed in 1999. Recently, the device became non-functional. The surgeon suspected a subclavian vein thrombosis because of the skin color changes around the device. The first duplex scan was negative, but the problem persisted. Pt was taken to surgery in 2000, and the device was removed. An intraoperative venogram did show a possible occlusion in the superior vena cava, so the surgeon did not replace the device. Later that day, the pt was discharged in stable condition. No further details were provided.